Event description:
The manufacturer received information alleging particles in tubing/chamber, visualization of particles, related to a bipap device's sound abatement foam. The patient alleges to have headaches, skin irritation around the face, burning in left side of stomach, lower back pain. There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in tubing/chamber, visualization of particles, related to a bipap device's sound abatement foam. The patient alleges to have headaches, skin irritation around the face, burning in left side of stomach, lower back pain. There is no report of medical intervention being required.the reported event of headaches, skin irritation around the face, burning in left side of stomach, lower back pain its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information patient alleges to have headaches, skin irritation around the face, burning in left side of stomach, lower back pain related to a continuous positive airway pressure (CPAP) device's sound abatement foam. . There was medical intervention or treatment received by the patient. The reported event of difficulty breathing its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. After the final attempt to have the device and components returned for evaluation, the customer declined and terminated the call before asking gfe related questions. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from a product problem to the reported adverse event . Section h1 has changed to reflect a serious injury. Section h6 health effect - clinical code, health effect- impact code, type of investigation findings and investigation conclusions has been updated.